Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that four days following placement, the hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter detached from the catheter. The patient was bed bound, but was noted to be "wriggly [and] moving his hips a lot." The device was removed outside of the patient's body and no replacement of the device was required. No adverse effects to the patient have occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. The sakai city medical center, located in the city of osaka jp, reported that after placement of the catheter, it was found that the hub detached. The drainage catheter was removed outside patient's body. After the removal of the catheter, no substitute catheter was placed. A review of the manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The customer did not return the complaint device for evaluation, but did provide a photo. The photo shows the separation of the mac-loc fitting from the catheter shaft. The hub is still connected attached to the catheter by the suture string with evidence of the flare still intact. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Based on the review of current documentation, cook has concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. The customer did not provide a lot number for the ult7.0-35-25-p-5s-cldm-wf-hc. As a result, cook medical performed an expanded sales search for the reported device, ult7.0-35-25-p-5s-cldm-wf-hc, ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The search did not identify the complaint lot. The device history record could not be reviewed due to the lack of information. Based on the device master record, design history file, and the provided photo, there is no indication the complaint device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A CAPA was previously opened for this product issue. Corrective actions including implementation of a gap gauge and retraining were performed. Because the lot number was not provided, it is unknown whether the complaint device underwent these corrections. Based on the information provided, review of provided device photo, and the results of the investigation, it is possible that a manufacturing or quality control deficiency contributed to this incident as determined from the CAPA investigation. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.